Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-134- user has low glucose value. Note: manufacturer contacted customer on 10/18/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer went to the hospital on (B)(6) 2017 and was treated for hypoglycemia with an IV push of glucose. She was taken off her glipizide. She is not experiencing any symptoms. She was discharged on (B)(6) 2017.

Event description:
Consumer reported complaint for low blood glucose results..the customer is concerned with all of the low results obtained. The expected fasting blood glucose test result range is 110 to 120 mg/dl. The customer feels well and did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/19/2019 and open vial date is (B)(6) 2017. (B)(6). Customer is going to emergency room because she did not like the readings. Customer did not have any signs of hypoglycemia and stated that she felt well. The customer does not have control solution available to perform control test.